Manufacturer narrative:
Patient information was requested, the customer stated the patient was an adult. No additional patient information has been provided.

Event description:
Problem statement: the international customer reported the device alarmed and shut down due to data acquisition/ printed circuit board assembly/ analog digital converter (pcb adc) reference failures. There was no patient harm.